Event description:
The customer reported to olympus that when the high definition lcd monitor was connected to the evis exera iii video system center (cv-190), the primary monitor was black and the secondary monitor had an image. Additionally, when capturing images from the cv-190 during the case, the images in provation were black. The issue was found during a diagnostic procedure. There were no reports of patient harm. Related patient identifier: (B)(4).

Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with olympus technical assistance center (tac), tac reviewed the cabling as follows: using serial digital interface (sdi) out of cv-190 into sdi1 on the primary high definition lcd monitor, then sdi1 out to sdi on secondary monitor. The customer was instructed to press port a on the primary monitor, input currently selected sdi2 (sdi1 is greyed out), then move sdi1 in on the primary monitor to sdi1 in on primary, then move sdi1 out on the primary monitor to sdi2 out on primary, and then the customer had an image. Tac explained that when the doctor was releasing images, the images were from the primary monitor, not the second. The customer was also advised that the images are not stored on the monitor. The customer later reported having no further issues.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.